Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. The analyst noted that all continuity test results were passed.

Event description:
It was reported that the patient presented with muscle stimulation pain during pacing threshold. It was determined that the right ventricular (rv) lead experienced non-capture. Upon further investigation, it was determined that the patient suffered a cardiac perforation resulting in cardiac tamponade, pleural effusion, pericardial effusion, and hemothorax. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5086mri45, implantable pacing lead, implanted: (B)(6) 2014. (B)(4).